Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossed over to es. A technical support specialist confirmed that the patient had been discharged, and the issue was resolved by the customer by correcting the medical record number in the admission, discharge, and transfer.

Event description:
It was reported when using the bd pyxis medstation system, multiple orders were not crossing to es. The customer stated that the malfunction occurred when user trying to issue medication to the patient and there was a delay in issuing medications to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system, multiple orders were not crossing to es. The customer stated that the malfunction occurred when user trying to issue medication to the patient and there was a delay in issuing medications to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the modified mrn of the original adt. A technical support specialist verified that the affected patient had been discharged and issue was resolved on customer's end by correcting the mrn in the adt. The system functioned as intended after the technical support specialist troubleshooted the device.